Event description:
It was reported the programmer was returned to check for intermittent interrogation problems. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the interrogation problem. However, analysis found that the electrocardiogram (ECG) connector was loose.